Event description:
It was reported that during a cesarean section, a cook bakri postpartum balloon with rapid instillation components was used for postpartum hemorrhage associated with weak uterine contractions. The patient experienced amniotic fluid embolism during the procedure, requiring placement of a postpartum hemostatic balloon. The balloon's inner and outer packaging remained intact. The complaint device was inserted through the abdominal incision. The first injection was 200 milliliters (ml), followed by another 50 ml. Vaginal fluid leakage was observed following balloon inflation. Upon removal, a (needle-tip-like) leak was identified at the balloon site, and a new balloon was immediately placed. The patient experienced a total blood loss of 780 ml. No blood transfusions were required. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone-(B)(6). E1: email-(B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.